Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4 g3 g6 h2 h3 h6 h10 visual examination of the provided pictures identified the threaded tip off the inserter is fractured. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the original complaint description provided.

Event description:
It was reported that the thread from the g7 cup inserter broke off in the cup mid case. There was no patient impact and no foreign body retained. The procedure was completed using another device. No additional information is available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.